Event description:
It was reported that the patient was experience pain in her lower back, cloudy urine and a urinary tract infection (uti) that was diagnosed by urgent care on (B)(6)-2012. The patient reported that her uti symptoms started 2 days ago and she wanted to know if the device caused this. It was noted that the urgent care "told her that the device might be the issue". The patient also stated that she "was sleeping all the time" and that the device "never provided symptom relief since it was implanted". It was further stated that the patient had seen her physician "a few times regarding her concerns", but the outcome of these visits were not provided. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v589288 serial# implanted: 2011-(B)(6) explanted: product type lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).